Manufacturer narrative:
Evaluated four open/used reservoirs. Performed pre-fill reservoirs test. Found no air bubble anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. In conclusion no air bubbles.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer received with air bubble anomaly. The blood glucose was 242 mg/dl and 67 mg/dl at the time of the incident. After troubleshooting of the air bubble anomaly, it was reported that, the approximate size of air bubbles is states they are very small. Customer decline troubleshooting for the high and low blood glucose. The insulin pump will not be returned for analysis.